Event description:
Caller reported a malfunction on pump, identified by malfunction code 12 and fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset pump and assisted caller in doing so. Malfunction did not recur, and customer continued using pump with instructions to report any future issues.